Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has undersense beats leading to early termination of episodes seen on high rate non-sustained (hr-ns) and ventricular tachycardia non-sustained (vt-ns) episodes. The lead therapy and detection was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.